Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, there was some loss of sensing noted on the right atrial (ra) lead. The ra lead was exchanged to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece with the helix bent, extended and clogged with blood/tissue. The x-ray inspection found over-torque of the inner coil consistent with the procedural damage. The electrical testing performed found an indication of an internal short due to the inner coil shorted against the inside of the connector ring caused by over-torque of the inner coil.